Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating, basic occlusion, occlusion, force sensor, displacement and motor test. No unexpected pump error 38 alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. The customer¿s blood glucose level was 322 mg/dl at the time of the incident. Customer was not able to rewind insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.